Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of hypersensitivity ("allergic reaction: feeling that her body was giving up and dying, it was torture") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and paraesthesia ("electric discharge in legs even at night when she was lying down"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hypersensitivity and paraesthesia outcome was unknown. The reporter provided no causality assessment for hypersensitivity and paraesthesia with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: hypersensitivity analysis in the global safety database revealed 59 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of hypersensitivity ("allergic reaction: feeling that her body was giving up and dying, it was torture") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and paraesthesia ("electric discharge in legs even at night when she was lying down"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hypersensitivity and paraesthesia outcome was unknown. The reporter provided no causality assessment for hypersensitivity and paraesthesia with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-dec-2018 for the following meddra preferred term: hypersensitivity analysis in the global safety database revealed 59 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.